Manufacturer narrative:
D4 lot number, d4 expiration date, and h4 device manufacture date: corrected.

Event description:
It was reported that balloon pinhole occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 4.5mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, during first inflation, the balloon failed to inflate and a pinhole was noted on the balloon material. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
D4 lot number, d4 expiration date, and h4 device manufacture date: corrected. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 53.6cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported balloon burst.

Event description:
It was reported that balloon pinhole occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 4.5mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, during first inflation, the balloon failed to inflate and a pinhole was noted on the balloon material. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that balloon pinhole occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 4.5mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, during first inflation, the balloon failed to inflate and a pinhole was noted on the balloon material. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.